Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of supraventricular tachycardia (svt). Device data was sent to rhythmcare for review. Data review determined there was p-wave oversensing observed as well. Rhythmcare discussed possible programming options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.